Event description:
It was reported that there was an impedance spike to 141 ohms and all other function appeared normal. The lead remains in use and is being monitored more frequently. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A patient alert occurred for out of tolerance subthreshold lead impedance on (B)(6) 2012. Daily pace impedance trend data shows a spike increase for superior vena cava defibrillation = 71 to 141 ohms peak between (B)(6) 2012, then returning to 72 ohms on (B)(6) 2012.